Manufacturer narrative:
Results: footboard.

Event description:
It was reported by service report that the footboard was broken in half and had sharp edges. There was no bed exit or scale available as a result of this. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.